Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned implant has normal wear patterns on the articulating surface. The damages observed on the locking tabs were most likely caused during the extraction of the implant. With time the patient's soft tissue relaxes to the point where it causes laxity and instability. As stated in the event, a revision was done because patient needed a larger size bearing. A most likely cause of the event is that with time the patient's soft tissue relaxes to the point where it causes laxity and instability. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient underwent a left tibial bearing replacement revision on (B)(6) 2016. Original procedure date was (B)(6) 2013. The implant system used was the ibalance tka tibial bearing. Revision was done because patient needed a larger size bearing. Patient symptoms prior to revision are not known. During the revision the original ibalance tka bearing was explanted and a new larger ibalance tka bearing was implanted, ar-513-be14 lot 113601330a. The explanted device is being returned for evaluation. Follow-up investigation: patient had followed-up with surgeon on (B)(6) 2015 at which time patient complained of chronic left knee swelling and pain with feelings of instability. Surgeon examination revealed swelling, medial joint line tenderness and medial tibial plateau tenderness. Moderate effusion of the left knee. Pain with flexion and no pain with extension.